Manufacturer narrative:
The balloon catheter 2af284 with lot number 35109, and the data files were returned and analyzed. The data files indicated the balloon catheter was used for seven applications, and system notice 50005, indicating that the safety system detected fluid in the catheter and stopped the injection, was received. Visual inspection of the balloon catheter showed the device with no apparent issues. The catheter failed the performance testing as system notice 50005, indicating that the safety system detected fluid in the catheter and stopped the injection, was received upon connection to the console. The dissection test showed a guide wire lumen kink and twist inside the balloons 1.6 inches from the tip of the catheter. The pressure test showed a guide wire lumen breach at the same location as the kink and twist. In conclusion, the balloon catheter failed the return product inspection due to the guide wire lumen kink and guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of spec per the manufacturer¿s investigation.